Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during the load process. The customer reported a blood glucose level of 97 (mg/dl). Insulin pens will be used for diabetes management.